Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called in from off site to report that the customer lost vision in the left eye on one of their surgeon side consoles (ssc) and were getting fault 48200. An isi technical support engineer (tse) reviewed the logs and confirmed the fault 48200 on the personality module surgeon console (pmsc). The customer site had two (2) ssc's in the room, and the surgeon swapped over to the other console. The procedure was completed with no report of patient harm, injury, or adverse outcome. Isi followed up with the csr and obtained the following additional information: the procedure was completed successfully using the second ssc with no patient injury. The customer did not want to delay the case; therefore, they elected to convert to the second scc when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported complaint and noted the left eye had no image, there was a black screen, and system logs showed hard 48200 errors coming from the personality module surgeon console (pmsc). The fse replaced the psmc to resolve issue. The system was tested and verified as ready for use. The pmsc returned to isi for failure analysis (fa). Fa investigation did not reproduce the customer reported complaint. Fa installed the printed circuit assembly (pca) board into a system and tested. The video looked good on both eyes. Fa then ran the unit for 10 minutes; sine cycled, 60 power-cycles, and allowed to sitting idle for three (3) days, without any errors.